Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed the following: at 15:04, "e142: imt error" started to occur on sodium and potassium results. The error was indicating a problem with the integrated multisensor technology (imt) system. At 17:0,0 sodium and potassium was disabled on the dimension vista 1500 instrument, and no patient samples were run. At 18:18, quality controls (qc) ran and indicated high sodium and potassium values with "e142: imt error". Next morning, 15-jan-2021, qc values were within range and with no imt error, and the operator suspected that a clot (fibrin etc.) In the system was flushed out. Patient samples were run to check performance. An advanced clean was performed and acceptable. Qc for sodium and potassium were measured three times on 15-jan-2021 at 11:45 and acceptable. There was no delay in testing as the customer has three dimension vistas. Siemens reviewed the information provided and identified that the low fluid delta values prior to the discordant results followed by the extremely elevated fluid delta values with the discordant results are indicative of fibrin related issues. The potential cause of falsely elevated potassium (k) and sodium (na) results is a sample-specific issue. Based on the information provided by the customer, the dimension vista 1500 was operating within the specified ranges and operational on 15-jan-2021. No further evaluation of this device is required.

Event description:
Falsely elevated potassium (k) and sodium (na) results were obtained on a dimension vista 1500 instrument. The customer informed that three sodium (na) discordant results were reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate dimension instrument. The customer noted the repeat results were lower and considered to be correct. The repeat results were reported to the physician(s) and the customer issued three corrected reports for sodium. There are no reports of patient intervention or adverse health consequence due to the discordant potassium (k) and sodium (na) results.